Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA (B)(4)) on 06-aug-2015. The most recent information was received on 30-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extremely heavy periods') and abdominal pain lower ('constant abdominal cramping') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), anaemia ("severe anemia") with fatigue, dizziness and feeling abnormal, arthralgia ("joint pain"), dyspareunia ("pain after intercourse") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the menorrhagia, abdominal pain lower, anaemia, arthralgia, dyspareunia, weight increased and mood swings outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anaemia, arthralgia, dyspareunia, menorrhagia, mood swings and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 06-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('extremely heavy periods') and abdominal pain lower ('constant abdominal cramping') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), anaemia ("severe anemia") with fatigue, dizziness and feeling abnormal, arthralgia ("joint pain"), dyspareunia ("pain after intercourse") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the menorrhagia, abdominal pain lower, anaemia, arthralgia, dyspareunia, weight increased and mood swings outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, anaemia, arthralgia, dyspareunia, menorrhagia, mood swings and weight increased with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become incident, essure device removed, reporter was added. Previously reported seriousness criteria for event anemia updated as non serious criteria. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.